Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; the retract paddle became dislodged from the device prior to use. The device was not used in the patient. There was no patient involvement and no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The date of the incident is not available.

Manufacturer narrative:
(B)(4).device received for evaluation. Device evaluation pending.